Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was leaking. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd intima-ii closed IV catheter system was leaking. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device history report was conducted for lot number 8141414. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. This lot of intima ii was manufactured in june of 2018; this is the first instance of this issue occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. During the visual evaluation of the sample submitted for evaluation, a crack was observed in the catheter adapter that led to the observed leakage. After reviewing our manufacturing process, bd engineers have determined the most probable root cause for this event is abnormalities in the molding process. To mitigate the reoccurrence of this issue the molding process has been optimized, and bd is in the process of evaluating the results of these alterations. Bd will continue to track and trend for this issue.